Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the tip of the force bipolar instrument broke off inside the patient. The tip was retrieved. The procedure was completed with no reported injury.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip at the grip base. A piece approximately 0.661" x 0.171" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage. Additional observation related to customer reported complaint: the instrument was found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken due to the broken grip. The wires were exposed where the break occurred. No signs of thermal damage were observed.

Event description:
Refer to h10/h11 for follow-up information.